Event description:
It was reported that during a lung thoracotomy procedure, the staples were burst on the way of the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the 6tb45 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the customer was suffering from unexplained high blood glucose levels. The customer reported that her blood glucose reading was 411 mg/dl in the morning, so she gave herself 60 units of insulin via the insulin pump. The customer's blood glucose levels began to descend, but they then began to elevate again, so she gave herself an injection of 35-40 units of insulin. The manual injection was taken two hours prior to the report. At the time of the report the customer's blood glucose readings were dropping rapidly. The last reported blood glucose reading was 155 mg/dl. Paramedics were monitoring the customer at the time of the report. The customer was advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.